Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2020 the explant date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7059574.

Event description:
It was reported that the patient was experiencing numbness. The patient underwent an explant procedure and the explanted products will not be returned. No further information has been obtained despite good faith efforts.